Event description:
Laboratory technician cut her finger while opening a vial containing lyphochek immunoassay plus control, level 1. The bottle was not broken, and there were no chips on the bottle. The laboratory technician was wearing goves at the time of the event. The laboratory supervisor and laboratory employee are unaware of what material cut her finger, but was taken to the emergency room (ER) for treatment. In the ER, the laboratory employee was tested for virals, given a tetanus shot, and given a bandage for the finger cut.

Manufacturer narrative:
The product labeling and certificate of analysis clearly state that each human donor unit used to manufacture this control was "tested by FDA accepted methods and was found non-reactive for hepatitis b surface antigen (hbsag), antibody to hepatitis c (hcv) and antibody to hiv-1/hiv-2." In addition the labeling instructs the users to treat all human source material as potentially infectious and should be handled with the same precautions used with patient specimens.